Event description:
It has been reported to philips that the free disk space was too low, which would prevent imaging. The system use at the time of event was unknown. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite and confirmed that the "image disk space low" and have to delete images, error keeps returning. Review of the log file showed that malfunctioning frontal ip-pc. During troubleshooting, fse found that the frontal ippc failed to boot up and free disk space is too low. Fse installed hard disks drive into ip pc and performed consistency repair test along with re-creating image store for the frontal and lateral stands. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.